Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented for routine device check after receiving inappropriate atp due to oversensing. Review of the episodes confirmed oversensing. No electrical abnormalities were noted. Oversensing was not reproducible in-clinic. Lead revision is intended.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the lead was capped during generator change out. Fluoroscopy revealed externalized conductors. The lead was capped due to oversensing issue.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that patient received multiple inappropriate hv shocks due to lead noise. High capture threshold and decrease in r-waves were also noted. The patient is being scheduled for a lead replacement. The patient will continue to be monitored.